Event description:
It was reported that during the lead extraction process, the physician noted that the lead insulation felt loose against the conductors. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and was analyzed. No anomalies were found. The overlay tubing of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. Visual summary analysis of the lead indicated stretching and apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).